Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 lamitrode s-8 lead kit, 60cm length; however, it is unknown which lamitrode s-8 lead kit, 60cm length, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lamitrode s-8 lead kit, 60cm length, model: 3286, UDI: (B)(4), serial: (B)(6), batch: 7301949.

Event description:
It was reported that one of the patient's leads was explanted on an unknown date for an unknown reason. It is unknown which lead was at fault. It was reported that the patient experienced auto-reducing due to high impedances on the lead. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.